Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, bending section cover leak/crack, insertion tube dent, bending section cover fail, and video connector crack were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the cap was not put on the videoscope during reprocessing. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Event 1: the cap was not put on the scope during reprocessing. It was reported that the cap was not put on the scope during reprocessing, which deviates from the instructions for use. No further details were provided regarding user handling so the cause could not be specified. Event 2: bending section cover was missing it is likely the bending section cover fell off due to the cap missing during sterilziation. The vacuum created in the sterilization chamber could tear the cover. This event can be prevented by following the instructions for use (IFU) which state: "7.11 sterilization ethylene oxide gas sterilization [warning] ·attach the eto cap to the venting connector before sterilizing. If the eto cap is not attached to the endoscope during sterilization, the vacuum created within the sterilization chamber can rupture the covering of the bending section." Olympus will continue to monitor field performance for this device.